Event description:
It was reported that one day post implant, there was decreased sensing, the impedance had increased from 750 ohms to 1500ohms, and there were unacceptable thresholds. The physician thought there was lead damage due to multiple repositioning during the implant. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis.